Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with a stylet still inserted and the helix retracted. Cuts/tears in the outer insulation were noted approximately 32 cm from the is-1 terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. X-ray analysis was also performed and no evidence of fracture was noted. Microscopic inspections of the lead body found the observed damage was likely induced at explant. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at high output approximately 6 weeks post-implant. A revision procedure was performed wherein the lead was explanted and replaced. Upon extraction of the rv lead the physician noted the insulation moved freely within the lead body. The physician elected to also explant and replace the patient's right atrial (ra) lead due to slightly elevated pacing thresholds. No adverse patient effects were reported. This lead is no longer in service.